Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(6). Event occurred in the united states, it was reported that on (B)(6) 2024 the patient experienced an issue that one-infusion set tubing was leaking at the quick release at site and the infusion set is long for 2 days. No further information available.